Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp). Technical services (ts) advised a p-wave fell into the blanking period and was undersensed. This undersensing resulted in a treatment condition and atp was provided inappropriately. Ts provided reprogramming recommendations. Additional information from the field representative provided the detection criteria was reprogrammed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp). Technical services (ts) advised a p-wave fell into the blanking period and was undersensed. This undersensing resulted in a treatment condition and atp was provided inappropriately. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.